Manufacturer narrative:
Event date: (B)(6) 2016. (B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a single day infusor was leaking during storage. The device was filled with 5fu. There was no patient involvement. No additional information is available.